Event description:
The device was used during a thoracoscopic wedge resection procedure. Reportedly, staples did not form properly and the knife did not completely transect tissue. The surgeon applied another device. Teh hosp has reported that no pt injury occurred.